Manufacturer narrative:
Citation: greutmann et al. Percutaneous valve interventions in the adult congenital heart disease population: emerging technologies and indications. Can j cardiol. 2019 dec; 35(12): 1740-1749. Doi: 10.1016/j.cjca.2019.10.019. Epub 2019 oct 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with heart failure due to severe aortic valve regurgitation of a 21 mm medtronic freestyle prosthesis implanted two years prior. At presentation, the patient had severe pulmonary hypertension and was in new york heart association functional class iii-IV. After careful consideration of all therapeutic options, percutaneous aortic valve replacement was performed with explant of the freestyle prosthesis and implant of an unidentified aortic valve within the left ventricular outflow tract. Post-intervention recovery was uneventful with complete recovery of pulmonary pressures, normalization of biventricular function, and regression of secondary mitral valve regurgitation. At seven years after the intervention, prosthetic aortic valve function remained favorable with only mild prosthetic valve stenosis. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided unique device identifier numbers found no previous records. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 32-year-old female patient with heart failure due to severe aortic valve r egurgitation of a 21 mm medtronic freestyle prosthesis implanted two years prior. At presentation, the patient had severe pulmonary hypertension and was in new york heart association functional class iii-IV. After careful consideration of all therapeutic options, a percutaneous aortic valve was implanted within the left ventricular outflow tract. Post-intervention recovery was uneventful with complete recovery of pulmonary pressures, normalization of biventricular function, and regression of secondary mitral valve regurgitation. At seven years after the intervention, prosthetic aortic valve function remained favorable with only mild prosthetic valve stenosis. No additional adverse patient effects or product performance issues were reported. Additional information received from the physician/author provided: 1) a statement that deterioration of the device did cause or contribute to the congestive heart failure and aortic regurgitation, 2) the unique device identifier of (B)(4)) the status of the device as still implanted in the patient, and 4) the patient¿s weight of 58 kg.